Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows. Spine surgeon uses chronos strips as posterolateral graft between transverse processes in the lumbar spine. His patients experienced pain since using the strips. Patients did not complain of pain prior to using the strips. It is also reported that this pain subsided 1 to 2 months post-operative. This is report 1 of 2 for complaint (B)(4).